Event description:
It was reported that a new ilet user experienced a post-meal hypoglycemic event, with a documented blood glucose nadir of 52 mg/dl lasting about one hour, and received troubleshooting and education on meal announcements and device learning behavior. Symptoms included hypoglycemia without loss of consciousness or other acute clinical sequelae. Outcomes included self-treatment with oral glucose and no medical intervention, hospitalization, or ketone testing. Investigation included a review of the reported event details and user counseling regarding device operation and meal announcement practices. Investigation of this case revealed no device alarms and no identified device malfunction, and the event was attributed to cause unclear hypoglycemia while the system continues to adapt to user-specific needs. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.